Event description:
It was reported that the t:slim x2 pump battery failed to charge despite using the correct tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. The customer attempted various troubleshooting steps but was unable to resolve the issue, leading to the decision by technical support to send a replacement pump. The customer was advised on backup therapy options and instructed on the procedure for returning the faulty pump to tandem, as well as programming and connecting their new device.